Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multisystem organ failure and passed away due to being too sick. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
A2 and a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.